Event description:
Narrative from staff: at the start of a case the medtronic ladialux lighted retractor was unable to be used as the tab that activates the included batteries failed to be removed from the device. The tab tore off leaving a part of the tab in the device preventing the retractor light to be activated. A new retractor was opened, and no case delay was reported. As a new device was opened the packaging was mixed up both lot numbers included unsure what lot number was from the defective device. This is the second time this type of defect has been noted do not have details on fist event due to staff not able to recall event details.